Manufacturer narrative:
There is no specific event , but rather a general question the customer was asking. The issue was resolved for the customer by confirming that no further action is necessary from stryker.

Event description:
It was reported that the user facility believes that there is a risk of electric shock to users and patients in the event of a fault. No patient or user has been affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the user facility believes that there is a risk of electric shock to users and patients in the event of a fault. No patient or user has been affected and no adverse consequence or clinically relevant delay in treatment was reported.